Manufacturer narrative:
Device evaluation of battery 86401903/86420348 been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (charger not charging) was due to liquid contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that a battery charger was unable to charge a battery pack.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger not charging) was due to liquid contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.